Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that the interior and post chamfer cuts were irregular when using the robotic assisted satellite station device with the robotic assisted base station device. It was reported that the robot did make regular cuts. It was reported that the robot was not mounted to the surgical bed. There were no reports of injuries, medical intervention, or prolonged hospitalization. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.h11 additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.